Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters and sores from the therapy pads and now the skin is raw and open. There was no alleged device malfunction contributing to the irritation. The patient's nurse requested the patient be remeasured. The patient was remeasured and found to be in the same size. Field services was able to assist with adjusting the garment. Follow up indicated the irritation improved. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters and sores from the therapy pads and now the skin is raw and open. There was no alleged device malfunction contributing to the irritation. The patient's nurse requested the patient be remeasured. The patient was remeasured and found to be in the same size. Field services was able to assist with adjusting the garment. Follow up indicated the irritation improved.